Event description:
The manufacturer received information alleging a machine flow sensor inaccurate flow on a trilogy ev300 ventilator. The device was not reported to be in use on a patient at the time of the occurrence. The trilogy ev300 ventilator was evaluated by a third-party service center field service engineer, and the customer¿s complaint was confirmed. During the evaluation it was noted that the machine flow sensor has an inaccurate flow, internal battery failure, display mute alarm button and light sensor does not work. In conclusion, the device's oxygen blender module assembly (obm), internal battery, display, particulate and air inlet foam filters were replaced to address the issue. The root cause is confirmed at this time. The device passed all test, and the system meets the specification for the performed service and is returned to use.